Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon further evaluation of the event, it was determined that this event is nonreportable and the first report was submitted erroneously. There was no serious injury nor has one occurred in the past. Please void the first report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the warehouse personnel were handling trays. When they reached into the handle portion of the tray their fingers were cut. The trays have sharp edges due to not being finished properly. No additional information.